Event description:
It was reported that surgery occurred to explant and replace the ipg, which addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge and maintain the ipg as recommended, and the ipg therefore become inoperable. In turn, surgery may occur to address the issue.